Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (failed pulse testing) has been confirmed. As received, the monitor would not power on. Upon evaluation, there were multiple components damaged on the computer / analog (ca) board and defibrillator board. The cause of the inability to power on is the damaged components. The cause of the damaged components is high voltage deviation to low voltage circuitry. The root cause of the high voltage deviation cannot be positively identified due to the extensive damage. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that it failed pulse testing.